Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-sustained lead noise episode due to far-field p-wave oversensing was observed. The device was reprogrammed. The patient will be monitored.